Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('right salpingitis') and device breakage ('two images of metallic remains in both uterine horns') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain (recurrent) in (B)(6) 2015, fever in (B)(6) 2015, diarrhea (also 3-4 diarrheal stools since appendectomy) in (B)(6) 2015, post procedural pain (15 days after appendectomy pain in that area, with cramps and diarrhea, no vomiting, no fever, but lump in the wound, was seen on 2 occasions for pain in hypogastrium, uti found) in (B)(6) 2015, constipation (since appendectomy, more effort needed, stools are scarce) on (B)(6) 2015, appendicitis (pain, nausea, diarrhea, fever 37.9 ° c) on (B)(6) 2015, epigastric pain (similar to biliary colics she already had in 2011, self-limited fever for 3 days, mild jaundice) in (B)(6) 2013, cholelithiasis (recurrent, abdominal pain) on (B)(6) 2011, cholecystectomy (laparoscopic) on (B)(6) 2011, oligohydramnios (induced delivery) in 2010, abortion in 2008, colicky (recurrent) in 2007, c-section in 2005, parity 3 from 2003 to 2010 and multigravida (4). Concurrent conditions included uti since (B)(6) 2015, appendectomy (hospitalization) since (B)(6) 2015 and allergy to metals (already before essure). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("yesterday and today bleeding less than a period"), 3 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("pain in the left iliac fossa") and intermenstrual bleeding ("clinical judgement: metrorrhagia"). In 2013, the patient experienced abdominal pain ("continuous abdominal pain since essure insertion"), the first episode of burning sensation ("sensation of inflammation"), headache ("headaches since essure insertion") and the second episode of burning sensation ("sensation of inflammation"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea ("severe dysmenorrhea"). On (B)(6) 2016, the patient experienced salpingitis (seriousness criterion intervention required) with hydrosalpinx. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("remove the remains of the contraceptive devices"). On an unknown date, the patient experienced adenomyosis ("adenomyosis") and abdominal adhesions ("adherence syndrome"). The patient was treated with ceftriaxone, dexketoprofen trometamol (enantyum), doxycycline and surgery (laparoscopic bilateral salpingectomy with essure removal (B)(6) 2016 and pfanestield type laparotomy on (B)(6) 2017, uterine horns with essure remains removed). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, complication of device removal, abdominal pain lower, abdominal pain, headache, the last episode of burning sensation, genital haemorrhage, intermenstrual bleeding, dysmenorrhoea, adenomyosis and abdominal adhesions outcome was unknown and the device breakage had not resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adenomyosis, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intermenstrual bleeding, salpingitis, the first episode of burning sensation and the second episode of burning sensation to be related to essure. No further causality assessment were provided for the product. The reporter commented: (extract) - on (B)(6) 2016, claimant had surgery for removal of the essure devices. On (B)(6) 2017 she was to be admitted into hospital in order to undergo a surgical intervention to remove the remains of contraceptive devices. On (B)(6) 2017, she attended a meeting with the gynecologists. The doctor who met with her insisted that the claimant had not had essure devices inserted, he concluded that ¿it is probably a staple from when you had your gall bladder surgery¿, and told her they were not going to perform the surgical intervention planned for (B)(6) 2017. She was asked to come in for a check-up on (B)(6) 2017, and told not to write any more documents, or consult lawyers or private doctors, because she had no essure devices in her. Before entering the operating room on (B)(6) 2016, and even once she was inside of it, the claimant continued to demand that the contraceptive devices be delivered to her by the staff in charge of the intervention, but after removal they were not handed to the claimant, in spite of her insistence. Claimant has evidence to attest that the contraceptive devices inserted on (B)(6) 2013 were in fact not adiana, but essure devices. She said essure devices were inserted in her in error, since the gynecologist who inserted them was fully aware she was allergic to metals. Examination (B)(6) 2016: right salpingitis - possible side effects of essure, bilateral salpingectomy on (B)(6) 2016. On (B)(6) 2017, two essure remains removed, uterus and ovaries preserved. Note: due to the discrepant reports of the medical device inserted (adiana versus essure), for conservative reasons (and pending further information), essure is kept as suspect device in this case. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: no loops dilation, no levels; on (B)(6) 2015: thick handle with air of normal distribution; on (B)(6) 2015: no dilatations, air and distal stools; on (B)(6) 2016: image persists at l2 level compatible with cholecystectomy bed. Pelvis shows an image that could be compatible with the right adiana device (to be assessed); on (B)(6) 2017: surgical clips are identified in the cholecystectomy bed. Blood creatine phosphokinase (0 - 145 u/l) - on (B)(6) 2013: 900 u/l. Blood lactate dehydrogenase (0 - 247 u/l) - on (B)(6) 2013: 500 u/l. Blood test - on (B)(6) 2015: biochemical hemogram and coagulation without significant alterations; on (B)(6) 2015: normal blood count, normal basic chemistry. Carbohydrate antigen 125 - on (B)(6) 2015: slight increase. Computerised tomogram - on (B)(6) 2017: uterus of normal size and morphology, two high-attenuation, metallic, punctate images are seen in the theoretical location of both uterine tubes that may correspond to essure. Gynaecological examination - on (B)(6) 2015: normal genitalia and vagina, normal hymeneal caruncle; on (B)(6) 2015: normal genitalia, no suspicious lesions of condylomas visualized. Urine strip: leuko ++ - clinical judgment: uti. Normal gynecological examination; on (B)(6) 2015: normal examination, except for a clinically benign nodule in the left breast junction of lower quadrants; on (B)(6) 2015: soft and depressible abdomen, not painful to palpation. Normal external genitalia; on (B)(6) 2016: uterus of normal size, painful. No adnexa palpable, right annex painful; on (B)(6) 2016: normal external genitalia and vagina. Tympanized abdomen, bimanual examination, uterus in ante, painful upon mobilization. Pain in the right iliac fossa. No signs of peritonism. Hysterosalpingogram - on (B)(6) 2013: both tubes were occluded by the essure devices, observing a saccular formation in right tube, without passage to peritoneum, which could be located submucosa. Suggested performing evolutionary control; on (B)(6) 2013: essure devices identified in both tubes, without observing the passage of contrast to the peritoneum. Saccular dilation in right tube described in previous report no longer observed. Conclusion: both tubes completely blocked. Hysteroscopy - on (B)(6) 2013: normal cavity, secretory endometrium. Correct placement of essure bilaterally. Laparoscopy - on (B)(6) 2016: adhesions described in the findings. Physical examination - on (B)(6) 2015: soft, depressible abdomen, tender to superficial palpation in mcburney's scar. No peritonism. It does not currently require an urgent surgical approach. Ultrasound abdomen - on (B)(6) 2015: findings suggestive of acute appendicitis; on (B)(6) 2015: images that correspond to postsurgical sequelae, adhesions or inflammatory changes not yet resolved; on (B)(6) 2016: uterus of normal size and morphology. Both devices are visualized. Endometrium: normal. A dilated right tube is seen suggesting salpingitis (pid).; on (B)(6) 2016: uterus in ante, homogeneous endometrium, myometrium with signs of adenomyosis, formation compatible with hydrosalpinx in the right tube. Ovaries normal, douglas free. Clinical judgment right salpingitis; on (B)(6) 2017: normal uterus with two images of metallic remains in both uterine horns. Ultrasound scan vagina - on (B)(6) 2013: hemorrhagic follicle of approx. 15 mm in left ovary, free douglas, abdomen soft, depressible, not tender on palpation, no peritonism. Clinical judgment: pain in the left iliac fossa. Metrorrhagia; on (B)(6) 2015: normal uterus and adnexae. Free douglas; on (B)(6) 2015: normal. Follow up was received via lawyer on (B)(6) 2021, medical records and further events were provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('right salpingitis') and device breakage ('two images of metallic remains in both uterine horns') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain (recurrent) in (B)(6) 2015, fever in (B)(6) 2015, diarrhea (also 3-4 diarrheal stools since appendectomy) in (B)(6) 2015, post procedural pain (15 days after appendectomy pain in that area, with cramps and diarrhea, no vomiting, no fever, but lump in the wound, was seen on 2 occasions for pain in hypogastrium, uti found) in (B)(6) 2015, constipation (since appendectomy, more effort needed, stools are scarce) on (B)(6) 2015, appendicitis (pain, nausea, diarrhea, fever 37.9 ° c) on (B)(6) 2015, epigastric pain (similar to biliary colics she already had in 2011, self-limited fever for 3 days, mild jaundice) in (B)(6) 2013, cholelithiasis (recurrent, abdominal pain) on (B)(6) 2011, cholecystectomy (laparoscopic) on (B)(6) 2011, oligohydramnios (induced delivery) in 2010, abortion in 2008, colic (recurrent) in 2007, c-section in 2005, parity 3 from (B)(6) to (B)(6) and multigravida (4). Concurrent conditions included uti since (B)(6) 2015, appendectomy (hospitalization) since (B)(6) 2015 and allergy to metals (already before essure). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("yesterday and today bleeding less than a period"), 3 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain ("pain in the left iliac fossa") and intermenstrual bleeding ("clinical judgement: metrorrhagia"). In 2013, the patient experienced abdominal pain ("continuous abdominal pain since essure insertion"), the first episode of burning sensation ("sensation of inflammation"), headache ("headaches since essure insertion") and the second episode of burning sensation ("sensation of inflammation"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea ("severe dysmenorrhea"). On (B)(6) 2016, the patient experienced salpingitis (seriousness criterion intervention required) with hydrosalpinx. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("remove the remains of the contraceptive devices"). On an unknown date, the patient experienced adenomyosis ("adenomyosis") and abdominal adhesions ("adherence syndrome"). The patient was treated with ceftriaxone, dexketoprofen trometamol (enantyum), doxycycline and surgery (laparoscopic bilateral salpingectomy with essure removal (B)(6) 2016 and pfannenstiel type laparotomy on (B)(6) 2017, uterine horns with essure remains removed). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, complication of device removal, pelvic pain, abdominal pain, headache, the last episode of burning sensation, genital haemorrhage, intermenstrual bleeding, dysmenorrhoea, adenomyosis and abdominal adhesions outcome was unknown and the device breakage had not resolved. The reporter considered abdominal adhesions, abdominal pain, adenomyosis, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intermenstrual bleeding, pelvic pain, salpingitis, the first episode of burning sensation and the second episode of burning sensation to be related to essure. The reporter commented: (extract) - on (B)(6) 2016, claimant had surgery for removal of the essure devices. On (B)(6) 2017 she was to be admitted into hospital in order to undergo a surgical intervention to remove the remains of contraceptive devices. On (B)(6) 2017, she attended a meeting with the gynecologists. The doctor who met with her insisted that the claimant had not had essure devices inserted, he concluded that ¿it is probably a staple from when you had your gall bladder surgery¿, and told her they were not going to perform the surgical intervention planned for (B)(6) 2017. She was asked to come in for a check-up on (B)(6) 2017, and told not to write any more documents, or consult lawyers or private doctors, because she had no essure devices in her. Before entering the operating room on (B)(6) 2016, and even once she was inside of it, the claimant continued to demand that the contraceptive devices be delivered to her by the staff in charge of the intervention, but after removal they were not handed to the claimant, in spite of her insistence. Claimant has evidence to attest that the contraceptive devices inserted on (B)(6) 2013 were in fact not adiana, but essure devices. She said essure devices were inserted in her in error, since the gynecologist who inserted them was fully aware she was allergic to metals. Examination (B)(6) 2016: right salpingitis - possible side effects of essure, bilateral salpingectomy on (B)(6) 2016. On (B)(6) 2017, two essure remains removed, uterus and ovaries preserved. Note: due to the discrepant reports of the medical device inserted (adiana versus essure), for conservative reasons (and pending further information), essure is kept as suspect device in this case. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: no loops dilation, no levels; on (B)(6) 2015: thick handle with air of normal distribution; on (B)(6) 2015: no dilatations, air and distal stools; on (B)(6) 2016: image persists at l2 level compatible with cholecystectomy bed. Pelvis shows an image that could be compatible with the right adiana device (to be assessed); on (B)(6) 2017: surgical clips are identified in the cholecystectomy bed. Blood creatine phosphokinase (0 - 145 u/l) - on (B)(6) 2013: 900 u/l. Blood lactate dehydrogenase (0 - 247 u/l) - on (B)(6) 2013: 500 u/l. Blood test - on (B)(6) 2015: biochemical hemogram and coagulation without significant alterations; on (B)(6) 2015: normal blood count, normal basic chemistry. Carbohydrate antigen 125 - on (B)(6) 2015: slight increase. Computerised tomogram - on (B)(6) 2017: uterus of normal size and morphology, two high-attenuation, metallic, punctate images are seen in the theoretical location of both uterine tubes that may correspond to essure. Gynaecological examination - on (B)(6) 2015: normal genitalia and vagina, normal hymeneal caruncle; on (B)(6) 2015: normal genitalia, no suspicious lesions of condylomas visualized. Urine strip: leuko ++ - clinical judgment: uti. Normal gynecological examination; on (B)(6) 2015: normal examination, except for a clinically benign nodule in the left breast junction of lower quadrants; on (B)(6) 2015: soft and depressible abdomen, not painful to palpation. Normal external genitalia; on (B)(6) 2016: uterus of normal size, painful. No adnexa palpable, right annex painful; on (B)(6) 2016: normal external genitalia and vagina. Tympanic abdomen, bimanual examination, uterus in ante, painful upon mobilization. Pain in the right iliac fossa. No signs of peritonism. Hysterosalpingogram - on (B)(6) 2013: both tubes were occluded by the essure devices, observing a saccular formation in right tube, without passage to peritoneum, which could be located submucosa. Suggested performing evolutionary control; on (B)(6) 2013: essure devices identified in both tubes, without observing the passage of contrast to the peritoneum. Saccular dilation in right tube described in previous report no longer observed. Conclusion: both tubes completely blocked. Hysteroscopy - on (B)(6) 2013: normal cavity, secretory endometrium. Correct placement of essure bilaterally. Laparoscopy - on (B)(6) 2016: adhesions described in the findings. Physical examination - on (B)(6) 2015: soft, depressible abdomen, tender to superficial palpation in mcburney's scar. No peritonism. It does not currently require an urgent surgical approach. Ultrasound abdomen - on (B)(6) 2015: findings suggestive of acute appendicitis; on (B)(6) 2015: images that correspond to postsurgical sequelae, adhesions or inflammatory changes not yet resolved; on (B)(6) 2016: uterus of normal size and morphology. Both devices are visualized. Endometrium: normal. A dilated right tube is seen suggesting salpingitis (pid).; on (B)(6) 2016: uterus in ante, homogeneous endometrium, myometrium with signs of adenomyosis, formation compatible with hydrosalpinx in the right tube. Ovaries normal, douglas free. Clinical judgment right salpingitis; on (B)(6) 2017: normal uterus with two images of metallic remains in both uterine horns. Ultrasound scan vagina - on (B)(6) 2013: hemorrhagic follicle of approx. 15 mm in left ovary, free douglas, abdomen soft, depressible, not tender on palpation, no peritonism. Clinical judgment: pain in the left iliac fossa. Metrorrhagia; on (B)(6) 2015: normal uterus and adnexae. Free douglas; on (B)(6) 2015: normal. Follow up was received via lawyer on (B)(6) 2021, medical records and further events were provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.